Manufacturer narrative:
The device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. The device was received with minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose value of 595 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer did not mention any symptoms related to high blood glucose event. Customer stated that the insulin pump may not be working properly and the blood glucose value went high. Customer was treated with IV insulin and something for stomach and released. The insulin pump will be returned for analysis.